Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified medication (dose, route and frequency were not reported) for the event. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information : it was reported during follow-up that the patient experienced peritonitis manifested by cloudy effluent. The peritonitis had developed before the patient was transferred to the reporting clinic. It was reported the patient refused inpatient treatment for the event. At the time of this report, the cloudy effluent has resolved without treatment. Outcome of the peritonitis was not reported. Should additional relevant information become available, a supplemental report will be submitted.